Event description:
It was reported that the dr of the pt called in 2006 reported that testing measurements were not able to be conducted on the pt due to warning messages. At the moment, pt is still receiving the same benefit from her cochlear implant and has good sound discrimination. However, it is thought that other features of the implant could fall in the near future.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.